Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. No unexpected no delivery or insulin flow blocked alarm or failed battery test alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button errors alarm. The customer¿s blood glucose level was unknown. Customer also stated that insulin pump rejected new batteries once or twice also unexplained no delivery alarms happening frequently. Customer declined to troubleshoot with technical support. The device will not be return for analysis.